Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. The fse performed the troubleshooting and found that the touch screen module socket issue was causing the touch screen to not boot up. The fse replaced the tsm socket. After the replacement of tsm socket, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the touch screen does not turn on. The device was outside clinical use at the time of the event. No patient harm was reported.